Manufacturer narrative:
The following sections were updated/corrected/added: a2, a3, a4, b5, b4, g3, g6, h1, h2, h6, & h11. H2 - evaluation summary: the sensor was not returned for evaluation as it remained implanted in the patient. The device history record (DHR) for the sensor lot was reviewed, no relevant nonconformances were associated with the sensor lot at the time of manufacture were identified. Following review of patient/sensor data, recalibration was recommended on 15-dec-2025. The patient underwent a right heart catheterization with sensor recalibration. The sensor was confirmed to be functioning as intended. Based on the information provided, no further corrective or preventative actions are required at this time.

Event description:
Additional information received indicated that the patient underwent a right heat catheterization of the sensor (B)(6) 2025. The sensor was confirmed to be performing as intended.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.

Event description:
The patient's data was reviewed by endotronix's internal monitoring program and suspected sensor inaccuracy was identified. The site has been informed to schedule a recalibration. The patient is currently pending a right heart catheterization (rhc) and sensor recalibration.